Event description:
The dealer states: getting a grinding and clicking sound from the transaxle. (B)(4). Where seat locks into place is bent. Dealer states that patient sits forward and has bent frame where seat attaches. The patient weighs (B)(6). (B)(4).